Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other three perclose proglide devices referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement was attempted in both moderately calcified common femoral arteries using 2 proglide devices at each artery via 6f sheaths using the pre-close technique prior to a transcatheter aortic valve replacement (tavr)procedure. Reportedly, cuff misses were noted on all four proglide devices. The sutures of two new proglide devices were successfully pre-placed at both common femoral arteries and used after the tavr procedure to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.